Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1gfva, implanted: (B)(6) 2017. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 24-apr-2021, UDI#: (B)(4), b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about 4 months ago or so, they started having the worst pain. The patient denied having had any falls or traumas that would have led to the event but noted they did have a hip replacement surgery. Patient stated the issue didn't start after the hip replacement however, that they had been doing so amazing and that the pain began sometime afterwards. Patient stated they went back to the orthopedic surgeon who had done the hip replacement, and they used their machine to check the hip replacement and they ran x rays and blood work and everything and they told the patient "it's not your hip, hon," noting that the hip replacement was ok because all the tests came back completely clear. Patient stated they talked to their doctor who did the enterra procedure for them on (B)(6) (patient stated they had their enterra battery changed out) but that doctor didn't know about their ins device. Patient stated they thought it's either dead or "something's not right" that they had been having this kind of pain. Patient stated they were at their wit's end with the pain. Patient stated they went to their doctor who had done surgery on them twice for kidney stones , did some different x-rays yesterday ( (B)(6) ) to see if they could look at the lead and it was determined their lead was broken. Patient's reason for call had been to inquire about a representative (rep) because hcp had requested it and patient was calling to collect information for the doctor. The caller stated they were working closely with hcp and that they were going to be the hcp they would use to get their ins battery changed. Patient stated they had an appointment on the (B)(6) but the patient was calling today and trying to get everything organized because the pain was getting really bad. Patient services reviewed role of representative and provided the patient with the nas number for their healthcare provider to use to page a representative to the patient's appointment. Patient is going to continue follow up with their hcp to address the issue and provide them with the nas number. Patient stated they'd be calling the hcp's nurse about the situation.